Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a large volume infusor at the filling port. The set was filled with fluorouracil diluted in 240ml of 0.9% normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 26, 2019 - march 29, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed leakage inside the bag that contained the device; however, the source of the leak could not be identified. The reported condition was verified during photo inspection. The direct cause of the condition could not be determined; however, the most probable root cause for the reported fill port leak is due to glass from user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.